Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery alarms were noted. The insulin pump passed the displacement test. However, the device alarmed during the basic occlusion test due to slightly loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube window corners and a cracked belt clip slot.

Event description:
Customer reported a motor error alarm that occurred while rewinding the insulin pump. Customer's blood glucose was 309 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.